Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the implantable cardiac resynchronization therapy-defibrillator may have depleted prematurely. The device was explanted and replaced. No known patient complications were reported as a result of this event.